Manufacturer narrative:
Analysis of the returned device identified: deformation, fold creases, crystalline gel, wear abrasion, nicks with striations. It was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional additionally reported that the implants were not ruptured and the capsular contracture baker grade IV. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and possible rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported that the implants were not ruptured and the capsular contracture was baker grade IV. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.